Manufacturer narrative:
MDR 2517506-2020-00235 was filed on 30-jul-2020. Additional information (05-aug-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed microalbumin (malb) results on a dimension exl with lm instrument. Hsc evaluated the information provided and the instrument data files. The investigation showed the customer mishandled the sample and did not follow the directions of how to handle results with the "diluted" message as stated in the operator's guide. There were no non-conformances identified with the malb assay or the instrument and the customer is operational. The customer was educated on how to handle these messages for future encounters. The cause of the event is use error. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely depressed microalbumin (malb) patient results were obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
Discordant, falsely depressed microalbumin (malb) results were obtained on a patient sample on a dimension exl with lm instrument. The diluted result was reported to the physician(s). The same sample was reprocessed diluted three times on the same instrument. The sample was then reprocessed undiluted and a higher result was obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed microalbumin (malb) result.